Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
This patient reported that on (B)(6) 2020 the v-go 40 device came off while the patient was doing ard work and was perspiring. The patient properly prepared the application site prior to applying the v-go device.